Event description:
The pt was admitted for a procedure in '08 with a lesion from the internal carotid artery to the common carotid artery. The physician performed coronary artery stenting using a precise nitinol stent. After the stent was placed, there were a lot of clots in the stent and blood flow was slow. The physician "pressed" the clots using an amiia balloon and placed an additional stent (same size, same lot) inside of the first stent. However, blood flow was not recovered. The physician suctioned over 10 times and the procedure was completed. It was noted that some clots "flew" distal and a neurological symptoms remained. The physician suspects that it was caused by a blockage of flow from using the percusurge for a long time.

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2008-02319, and 9616099-2008-02320. The complaint received states the pt underwent carotid stent implantation and experienced hypoperfusion. There was no pt specific info provided. The target lesion was from the internal carotid artery to the common carotid artery, side and characteristics unspecified. The first precise stent was implanted without reported difficulties. After implantation was done, the physician noted clots within the stent and hypoperfusion through the artery. The physician "pressed" the clots using an amiia balloon and placed an additional precise stent (same size, same lot) inside of the first stent; however, the hypoperfusion persisted. The physician used aspiration technique, more than ten times, to return the blood flow to baseline. The hypoperfusion was fully resolved and the procedure completed. The pt had mild paralysis of his hands and garbled speech; the pt was given anticoagulation medications to treat the symptoms and has recovered fully to baseline without sequel. Per the account, "the physician suspects that the symptoms were caused by blockage of flow from using the percusurge for a long time." The amiia balloon was discarded at the facility and could not be identified by sterile lot number, the stents remain implanted thus unavailable for analysis. The product was not available for analysis. Additionally, no sterile lot number was available thus a device history record review (DHR) could not be performed. Hypoperfusion is a known potential adverse event associated with the carotid stent implantation procedure. It is noted that in japanese usage, during common stent placement, vascular surgeons habitually perform implantation aspiration techniques. The physician wants to avoid having debris in cerebral perfusion move upstream, causing cerebral infarction. Based on the info available, it appears that the difficulty experienced by the customer may have been caused by procedural or lesion characteristics and is not related to a product quality issue.